Event description:
Reporter indicated that the pt has had an increase in seizures and seizure intensity over the past year. It was reported that a cat scan showed "a dense area". Further evaluation via MRI is planned.